Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A frame loop entanglement can occur based on the orientation of the frame loop and delivery catheter system (dcs) tab to the patient anatomy, or based on the angle of deployment between the valve frame and the dcs. Unfortunately, without a cine or angiogram we are unable to conclusively determine the exact cause for the frame loop entanglement experienced. A root cause of the dislodgement could not be determined from the limited information available. Potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the dcs. In this case it was reported that one of the tabs didn¿t release causing the valve to dislodge / migrate. The reported clinical observation of moderate paravalvular leak (pvl) does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and in this case it was most likely due to the positioning the valve. However, a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
Additional clarifying information was received that the first valve was able to be deployed using manipulation specified in the instructions for use regarding frame loop disengagement. Per the facility, the product will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve moved to a slightly higher position following its final placement. The physician suspected that one of the valve loops did not fully release from the delivery catheter system at deployment. Moderate paravalvular leak (pvl) was observed. A second valve was implanted successfully valve-in-valve with no pvl observed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.